Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one MRI port with 8f groshong catheter was returned for evaluation. The catheter was returned in two segments, with the proximal segment attached to and partially covering the port stem. The catheter lock was returned detached from the port stem. A complete circumferential break of the catheter was noted 0.4cm distal to the port body. The break was noted to be jagged with some rounded regions when observed under magnification. Two small longitudinal splits were noted to the proximal end of the catheter when viewed under magnification and it appeared that the catheter was "mushroomed" slightly against the port body. Both the port body with proximal catheter segment and the distal catheter segment were separately patent to infusion and aspiration. Based on the findings, the investigation is confirmed for the reported catheter break, specifically a catheter break at the port stem. Per the evaluation results, the catheter lock was returned detached and the proximal end of the catheter exhibited signs of damage consistent with an improper connection. While a definitive root cause could not be determined based upon available information, it is possible that procedural issues during attachment to the port stem contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 01/2023).

Event description:
It was reported that the healthcare professional was unable to get blood return. CT examination revealed a catheter fracture at the stem and the distal catheter fragment migrated into the hepatic vein. The device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one MRI port with 8f groshong catheter was returned for evaluation. The catheter was returned in two segments, with the proximal segment attached to and partially covering the port stem. The catheter lock was returned detached from the port stem. A complete circumferential break of the catheter was noted 0.4cm distal to the port body. The break was noted to be jagged with some rounded regions when observed under magnification. Two small longitudinal splits were noted to the proximal end of the catheter when viewed under magnification and it appeared that the catheter was "mushroomed" slightly against the port body. Both the port body with proximal catheter segment and the distal catheter segment were separately patent to infusion and aspiration. Based on the findings, the investigation is confirmed for the reported catheter break, specifically a catheter break at the port stem. Per the evaluation results, the catheter lock was returned detached and the proximal end of the catheter exhibited signs of damage consistent with an improper connection. While a definitive root cause could not be determined based upon available information, it is possible that procedural issues during attachment to the port stem contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port was implanted via the right internal jugular vein, and the healthcare provider was allegedly unable to get blood return. CT examination revealed a catheter fracture at the stem and the distal catheter fragment migrated into the hepatic vein. The device was removed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the healthcare professional was unable to get blood return. CT examination revealed a catheter fracture at the stem and the distal catheter fragment migrated into the hepatic vein. The device was removed. There was no reported patient injury.